Event description:
It was reported that three (3) minicaps were cracked which resulted in iodine leakage. This occurred during use of the devices for peritoneal dialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in june 2025. The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: three (3) actual devices were received for evaluation. Visual inspection was performed and a crack on the cap opening was observed in two (2) samples. One (1) sample remained intact. The manufacturing and material investigation were performed, and the locations of the cracks were observed at the mold closing point of the cap, which is the weakest part of the entire cap. If subjected to unreasonable external force, it may cause the cap to crack from here. The reported condition was verified for two samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.